Manufacturer narrative:
The investigation confirmed the sleep/wake button was nonfunctional, though the device operated normally when awakened via the charging pad. Disassembly revealed corrosion on the hoverboard consistent with liquid ingress. No clinical effects or medical intervention were reported, and the issue was determined to be a non-clinical hardware malfunction within the anticipated risk profile.

Event description:
It was reported that an ilet pump¿s sleep/wake button did not respond to touch despite correct use by the user and caregiver, while the device could be awakened on a charge pad and a restart did not restore button function. Symptoms included no haptic feedback from the wake button. Outcomes included replacement of the device via expedited shipment. Investigation included troubleshooting with the user and caregiver by phone. Investigation of this case revealed a failure of the sleep/wake button to actuate as intended with normal charging function intact. It was concluded that the device experienced a hardware malfunction of the wake button, and replacement was warranted.